Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button alarm during testing. The device was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end caps sticker and cracked battery tube threads. (B)(4).

Event description:
Customers mother reported via phone call that their daughters insulin pump was alarming button error. Customers' mother states her daughter was sitting down and heard the alarms. Patients' blood glucose is unknown. Customer was advised to discontinue use of pump, and that the pump needs to be replaced.